Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) via a manufacturing representative (rep) reported that the device was overdischarged. The patient had started using more medications and less with the spinal cord stimulator (scs), and did not recharge. No telemetry could be obtained and one physician mode recharge (pmr) was performed. They then recharged and reprogrammed and a power on reset (por) "x26080" was reset. They reprogrammed group c and re-oriented and reset adaptive stim (as) on that group. The patient said as was good on other groups. The rep told her about higher hd setting on group c, but to evaluate the relief and that recharging would be a bit more frequently. They discussed "exercising" battery. The issue was resolved at the time of the report. No surgical intervention occurred and none were planned. The patient's relevant medical history includes spinal pain and post lumbar laminectomy syndrome.